Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles, delamination valve and delamination plug strap leak test and microscopic analysis was performed which identified: delamination total of the valve, delamination total of the plug strap, creases flat and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a delamination total of the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device was explanted.